Event description:
The customer reported a motor error alarm during the bolus delivery. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor. The insulin pump passed the displacement test. The insulin pump was received with a missing end cap sticker.